Event description:
It was reported that after a gyn procedure, the patient stated that after returning home from the hospital, she noticed burns on the back of her thighs. The patient stated that these had occurred during a case where a gen11 was used. No other case information was known. The hospital staff did not report any issues during the case. Device will not be returned at this time.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent additional information from sales rep: event occurred in (B)(6). Received call from or (B)(6) who was on speaker phone with dr. (B)(6). Informed rep that a patient had surgery earlier in the week and came back in with two site burns on the greater trochanters (outside of both hips); burns were bilateral and both burns were similar in shape/size. Each burn was 1-2 inch potentially 2nd degree burns on both trochanters. Burns were not pressure sores but looked heat related, like a burn (as described to rep). (B)(6) and dr. (B)(6) had several questions for rep: how can the harmonic scalpel cause a burn? Rep explained, harmonic ultrasonic mechanical workings of system - no electricity to patient. Dr. (B)(6) said, she knew and agreed. Rep asked what the procedure was: lap cyst or oophorectomy [couldn't remember which it was as the event was from (B)(6)] what disposable was being used: ace. Rep asked what other energy source was used during the procedure: dr. (B)(6) said only harmonic; no bovie or electrocautery used during case. There was no possibility of alternate site burns. As phone was on speaker, the rep did hear the or questioning position of patient - stirrups, etc. And possibility of potential lawsuit. Later, dr. (B)(6) advised later that she, and the hospital, are being sued by the patient. Where was the ace laid between use/activations? Not sure, hospital does not use a holster but if one was used, it would have been on one side only. From prior gyn procedures, the ace probably was laid on the patient's chest, on top of drapes. How long was the patient in the hospital post-op? Unk.